Event description:
A recall for this issue was initiated on 04/23/2015. Machine's overhead dropped onto a patient. Initially, the patient complained about a sore back, then as the patient was leaving she said she felt fine. The office checked her out and referred her to a pediatrician for precautionary evaluation. No word as to whether or not she visited the pediatrician.

Manufacturer narrative:
Dental office did not provide further details on patient. (B)(4).